Event description:
It was reported that the lead exhibited 200 ohms impedance. A subsequent reading was at 490 ohms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.